Event description:
It was reported that a user experienced elevated blood glucose readings overnight and into the morning while using the ilet system with an infusion set and a compatible freestyle libre 3+ cgm; glucose rose from the low 100s to a peak of approximately 235 mg/dl before trending down during the call and later to 174 mg/dl, and the user reported not receiving an alert. Investigation included review of device-reported glucose trend data and troubleshooting with user education. Further investigation of this case revealed that glucose began rising in the early morning hours and subsequently decreased without additional intervention, with no evidence of device malfunction identified from available information. No user reported clinical symptoms during the hyperglycemia experience. Outcomes included temporary limitation of device therapy effectiveness and the need for user monitoring and follow-up. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause with the device continuing to deliver therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.